Manufacturer narrative:
: No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.